Event description:
It was reported to technical services that the fowler was stuck in the up position and fluid was leaking on the frame and onto the floor. There was no pt involvement or adverse consequence reported.